Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer evaluates the dignishield product prior to installation in the patient and notes that the connectors exhibit the same fragility found in the irrigation and flush access port, similar to previous complaints. Therefore, requested replacement with a different batch to avoid further problems during use. The sample available for collection at the client's premises. The video attachment was transcribed and the newly delivered product was inspected and found already detached, with insufficient adhesive bonding. During the lifting movement normally performed for syringe insertion, the adhesive produced a cracking sound, despite no force being applied. The balloon channel also shows structural failure, with the adhesive layer already lifting. The adhesive exhibits cracking, drying, and loss of adhesion, resulting in detachment of the component.

Manufacturer narrative:
The reported event was confirmed cause unknown. The photo sample was returned and shows the irrigation port lifting up from the catheter. The video shows the irrigation port lifting up from the catheter and creating a hole. Visual evaluation of the returned sample noted one opened (without original packaging), dignishield sms002 and batch number ngjyy312. Visual inspection of the sample noted a hole found at irrigation port. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer evaluates the dignishield product prior to installation in the patient and notes that the connectors exhibit the same fragility found in the irrigation and flush access port, similar to previous complaints. Therefore, requested replacement with a different batch to avoid further problems during use. The sample available for collection at the client's premises. The video attachment was transcribed and the newly delivered product was inspected and found already detached, with insufficient adhesive bonding. During the lifting movement normally performed for syringe insertion, the adhesive produced a cracking sound, despite no force being applied. The balloon channel also shows structural failure, with the adhesive layer already lifting. The adhesive exhibits cracking, drying, and loss of adhesion, resulting in detachment of the component. Per information received via rcc on 25mar2026, stated that the product was not used in patient and one unit affected because customer has clarified in the text that only 2 units identified affected prior use and other is on. Additional information received on 01/27/2026 : 1. Is there any patient impact, if yes, please explain in details? Yes. With the rupture of the cuff access routes and washing, therapy needs to be terminated early, or, in an attempt to adapt the broken device, there is premature cuff leaking. 2. Could you please confirm the quantity affected? A total of four probes in use on the patient. One probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification. 3. Was anvisa notified? If yes, what was the notification number? No. Per additional information received via rcc on 23feb2026, stated that initially, with 4 bd rectal probes, all installed in patients and we had the same problem in the 4 probes we installed - disclosure and leaving of the washing connectors (all 4 probes detached the white connector, one of them also detached the purple pathway and two of them detached the cuff). Of these 4 events, all had an impact on the patient, because the therapy did not take place with 100% safety, considering that we had to ¿hold¿ the connectors to wash, the cuff emptied on the bed and so on. The penultimate probe that was passed on had to be removed ahead of schedule because all three connectors broke. During the move, I received replacement batches. First I received a batch that when I went to test it before installing it in the patient, it broke. Then I received two more, one of which also broke during the pre installation test, (so I returned two) and a third that was clearly different in that the glue material is being used on the patient at the moment, without any problems. I don't have all the batches. The last one I used on patient and broke was ngjyy312. Lot of one of the replacements I returned: ngjyy312.

Manufacturer narrative:
The reported event was confirmed cause unknown. The photo sample was returned and shows the irrigation port lifting up from the catheter. The video shows the irrigation port lifting up from the catheter and creating a hole. Visual evaluation of the returned sample noted one opened (without original packaging), dignishield sms002 and batch number ngjyy312. Visual inspection of the sample noted a hole found at irrigation port. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer evaluates the dignishield product prior to installation in the patient and notes that the connectors exhibit the same fragility found in the irrigation and flush access port, similar to previous complaints. Therefore, requested replacement with a different batch to avoid further problems during use. The sample available for collection at the client's premises. The video attachment was transcribed and the newly delivered product was inspected and found already detached, with insufficient adhesive bonding. During the lifting movement normally performed for syringe insertion, the adhesive produced a cracking sound, despite no force being applied. The balloon channel also shows structural failure, with the adhesive layer already lifting. The adhesive exhibits cracking, drying, and loss of adhesion, resulting in detachment of the component. Per information received via rcc on 25mar2026, stated that the product was not used in patient and one unit affected because customer has clarified in the text that only 2 units identified affected prior use and other is on. Additional information received on 01/27/2026: 1. Is there any patient impact, if yes, please explain in details? Yes. With the rupture of the cuff access routes and washing, therapy needs to be terminated early, or, in an attempt to adapt the broken device, there is premature cuff leaking. 2. Could you please confirm the quantity affected? A total of four probes in use on the patient. One probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification. 3. Was anvisa notified? If yes, what was the notification number? No. Per additional information received via rcc on 23feb2026, stated that initially, with 4 bd rectal probes, all installed in patients and we had the same problem in the 4 probes we installed - disclosure and leaving of the washing connectors (all 4 probes detached the white connector, one of them also detached the purple pathway and two of them detached the cuff). Of these 4 events, all had an impact on the patient, because the therapy did not take place with 100% safety, considering that we had to ¿hold¿ the connectors to wash, the cuff emptied on the bed and so on. The penultimate probe that was passed on had to be removed ahead of schedule because all three connectors broke. During the move, I received replacement batches. First I received a batch that when I went to test it before installing it in the patient, it broke. Then I received two more, one of which also broke during the pre installation test, (so I returned two) and a third that was clearly different in that the glue material is being used on the patient at the moment, without any problems. I don't have all the batches. The last one I used on patient and broke was ngjyy312. Lot of one of the replacements I returned: ngjyy312. I'll send you pictures.